Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of call. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection. Customer also reported that the insulin pump had received no delivery alarm. Customer stated that the insulin exited and insulin pump alarmed no delivery. Customer stated that the insulin exits with the manual prime and insulin pump was working as designed. Customer stated that they when she was primed the line and the insulin pump did not alarm. Troubleshooting was performed for no delivery alarm. The insulin pump will not be returned for analysis.